Manufacturer narrative:
Analysis of the zero tip nitinol retrieval basket could not be performed due to the condition of the returned device fragment. A device history record review was not performed as the lot number is unknown. The condition of the returned unit was not adequate to evaluate the complaint incident; therefore, the most probably root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a lithotripsy procedure. The patient was reported to be a female over (B)(6). (Patient identifier, date of birth, age at time of event, and weight are unknown). According to the complainant, the procedure was finishing up after the stone had been crushed using laser, when the fragments were enclosed within the basket. When the physician attempted to pull the device out, the distal portion, approximately 5 cm from the distal end, detached and remained in the urinary duct. Copious bleeding unrelated to the event was encountered and the procedure was closed with the device fragment remaining in the patient. A follow up procedure is planned to remove the device on (B)(6) 2011. The patient's current condition was reported as having no health damage at this time. Attempts to obtain additional information were unsuccessful.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a lithotripsy procedure. The patient was reported to be a female over 18 years of age. (Patient identifier, date of birth, age at time of event, and weight are unknown) according to the complainant, the procedure was finishing up after the stone had been crushed using laser, when the fragments were enclosed within the basket. When the physician attempted to pull the device out, the distal portion, approximately 5 cm from the distal end, detached and remained in the urinary duct. Copius bleeding unrelated to the event was encountered and the procedure was closed with the device fragment remaining in the patient. A follow up procedure is planned to remove the device on (B)(6) 2011. The patient's current condition was reported as having no health damage at this time. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2011 indicated that a procedure took place on (B)(6) 2011 to retrieve the basket from the patient. The basket was successfully retrieved and the patient is now in good condition with no complications experienced.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a lithotripsy procedure. The patient was reported to be a female over 18 years of age. (Patient identifier, date of birth, age at time of event, and weight are unknown) according to the complainant, the procedure was finishing up after the stone had been crushed using laser, when the fragments were enclosed within the basket. When the physician attempted to pull the device out, the distal portion, approximately 5 cm from the distal end, detached and remained in the urinary duct. Copius bleeding unrelated to the event was encountered and the procedure was closed with the device fragment remaining in the patient. A follow up procedure is planned to remove the device on (B)(6) 2011. The patient's current condition was reported as having no health damage at this time. Attempts to obtain additional information were unsuccessful.